Manufacturer narrative:
Other relevant device(s) are: vamc3030c150tj sn (B)(4), expiration date: 2019-01-24, (B)(4), a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 20 mm thoracic acute type b aortic dissection. It was reported that at the end of the index procedure there was a small proximal type I endoleak. Eight days later the patient had a follow-up CT that revealed that there was still a type I endoleak. The physician elected to perform an intervention. Per the physician, the cause of the event was related to the patient¿s anatomy; short proximal landing zone, the patient was prone to type a dissection. As the patient had a bovine arch with mega aorta syndrome, the physician chose a policy of avoiding risks while trying to bring out a successful outcome. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Evaluation codes: conclusion: failure to follow instructions - implanting a closed web as the most proximal device additional information received reported that there is no detailed info available regarding secondary procedure except it was planned ascending aorta replacement. The vamc3430c150tj was implanted proximally. Vamc3030c150tj is no longer a complaint. Internal film review: review of pre-implant planning drawing and CT¿s revealed that the patient had a bovine arch and an aneurysmal ascending thoracic aorta. The ascending thoracic maximum flow lumen diameter measured ~53mm, the thoracic diameter just caudal to the innominate/carotid measured ~30mm, caudal to the lsa was 24mm in diameter. Near the top of the arch the thoracic was acutely angulated (~100deg) and calcified along the inner curvature. Along the descending thoracic the flow lumen diameter ranged from ~30 ¿ 25 mm, and just above the celiac was ~22mm in diameter. The flow lumen along the descending thoracic contained irregular thrombus, but no clear false lumen or notable type b dissection was observed. Review of CT¿s 8 days post-implant revealed that 2 valiant stent grafts were implanted in the patient. The proximal closed web device was positioned just distal to the innominate/carotid artery (bovine arch), and the devices extended distally across the acutely angulated arch (~100 deg stent graft angulation), and into the mid-level of the descending thoracic. The lsa had been embolized and bypassed. Contrast was seen outside the stent graft along a significant portion of the devices. The CT resolution was poor (5mm slice), and therefore the exact source/cause of the endoleak could not be determined. However, this appeared most likely to have been a proximal type I endoleak. Other than the proximal device acute angulation, no other stent graft kinks or compression was seen, the stent grafts were patent, and no other issues were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.